Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard beeping and wondered if it was the device. An interrogation revealed that an alert occurred due to high impedance on the defibrillation coil of the right ventricular (rv) lead. The patient was going to be brought in for reprogramming. The lead remains in use. No further patient complications have been reported as a result of this event.